Event description:
Problems: inadequate training and support. Incorrect information from helpline. Incorrect/insufficient documentation. See attached letter to medtronic for further details. Resulting events: blood sugar levels from 40's to 400. See scanned pages.